Manufacturer narrative:
The device was evaluated at the complainant's site by an authorized field technician. A visual and funtional evaluation was conducted the cot was operating according to manufacturer's specifications and no malfunctions were detected. The cot was returned to service. No further information was received in regards to the patient's injuries. Instructions for proper unloading provided as found in the IFU.

Event description:
Complainant alleging while removing the cot from the ambulance the cot missed the safety hook and lowered to the ground on its side. Patient sustained a minor laceration to the forehead and right hand and was treated and released.

Event description:
Complainant alleging while removing the cot from the ambulance the cot missed the safety hook and lowered to the ground on its side. Patient sustained a minor laceration to the forehead and right hand and was treated and released.